Event description:
It was reported that an attempted software update to an ilet pump failed, leaving the device on a persistent blue circle screen until it automatically restarted, consistent with an upgrade failure and temporarily unresponsive display. Customer care provided support that included remote troubleshooting guidance and education provided to the caller, with instruction that the device would restart and to retry the update after reboot. Investigation of this case revealed an unsuccessful update with transient user interface lockup that resolved with automatic restart. No clinical symptoms reported during the event. Outcomes included no reported impact to the user¿s health. T was concluded that the event involved a device software update failure with recovery after reboot, and the user was able to attempt the update again following the restart.